Manufacturer narrative:
Concomitant products: lot number: 6131796, expiration date: 05/31/2018, manufacture date: 05/10/2016. Lot number: 6167802, expiration date: 06/30/2018, manufacture date:06/15/2016. Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for blood leakage with the incident lots was observed. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for leakage was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: based on the investigation, the most likely root cause has been identified for tube push off, and CAPA (B)(4) has been initiated to document the investigation and root cause analysis of the reported incidents. Refer to the referenced CAPA for related corrective and preventive actions.

Event description:
It was reported that the bd vacutainer® push button blood collection set leaked blood from the connector between extension tubing and white hub on 12 separate instances in 2 lot numbers. No serious injury, no medical interventions. No mucous membranes exposure reported.